Event description:
The customer reported there was a problem with the water supply time for the washing tank of the oer-6 as the time was longer than expected, indicating a weaker water flow in the reprocessing basin. An error code was not displayed and the problem was resolved when the water filter (maj-2317) was replaced. The water filter had been replaced previously, about 1.5 months ago, which was earlier than usual. The customer sent the water filter in for evaluation to analyze substances that may be clogging the filter. There were no reports of patient harm associated with this event. Patient identifiers: (B)(6) (maj-2317 water filter) and (B)(6) (oer-6 olympus endoscope reprocessor).

Manufacturer narrative:
The filter has been sent to olympus and the evaluation is in process. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the adhered substances temporarily increased in the filter and extended the programming process time. It is also, likely the water supply time was longer than usual since the amount of water supplied was not sufficient and a decreased the specified amount. Additionally, it is possible the iron oxide, aluminum derived from the piping used in the surrounding area and; the silicon, calcium, phosphorus mineral components, chemicals, and components are present in supplied tap water. Olympus will continue to monitor field performance for this device.